Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log was reviewed and nothing was found that could confirm the reported event. All datas found showed that calculated volume matches recorded volume. Each identified infused volumes were in line with the device programming. The reported device was received in brézins for investigation. Nothing was noticed during external visual check except that the device was dirty. During device log review, infusions at 157l/h were found, with 2012ml infused on the reported date. Nothing abnormal was observed. See attached investigation report for details of infusion setting and infused volume. Several functional tests related to the reported event were carried out. All performed successfully and values were found compliant with IFU specifications compared to settings. Quality control was performed and no technical or functional issue was detected. The internal inspection did not confirm the problem. It was only noted an interna protection damaged, addition of an internal adhesive on 3 connectors, the motor compartment cracked and dirt in the gaps. The reported event could not be reproduced and there was no technical or functional issue that could be identified for this device which worked as intended. Therefore, this complaint is considered as not valid with no issue. It's advisable to change the motor comportment, the cap components and to clean the device. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not valid. The trend is: n/a.

Event description:
The following has been reported by customer: paediatric gastro nutrition department, a patient was due to receive 2200 ml of parenteral nutrition, given that the bag contained 2308 ml. At 9am, the bag was completely empty even though the programme had not been completed and the volumat mc agila pump used for administration had been correctly programmed. The bag was supposed to run for 12 hours (programmed on the pump) => run for 10.30 hours. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.